Event description:
On (B)(4) 2012, customer reported that the immage 800 instrument generated "vacuum out of range low" errors when the wash solution was primed, and that the probes also leaked. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a loose waste trap fitting. Fse repaired the fitting and no further leaks were reported. Repair was verified per established procedures.

Manufacturer narrative:
Evaluation codes, results, code 100 (other): loose waste trap fitting. (B)(4).